Manufacturer narrative:
No further investigation required. Information from the field sufficient to make accurate reporting decisions. Should new information become available, this event will be further reviewed.

Event description:
Boston scientific received information regarding a publication of a subcutaneous implantable defibrillator (sicd) in which the physician stated the product had tunneled under the patient's abdomen. This was the second publication the physician had been made aware of and express concern to the attending field representative. No specific model and serial were provided nor were able to be obtained through standard follow-up inquires.